Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained.

Event description:
On (B)(6) 2016 a customer reported that his adc blood glucose meter turned on with the button but not with a test strip. On (B)(6) 2016 a caller (customer¿s daughter) reported that her father had not received the replacement meter and was unable to monitor his blood sugar. The caller reported that on (B)(6) 2016 her father ¿felt bad, with a headache, trembling, tense and he remained unconscious for a few seconds.¿ the customer was taken to a doctor at 9 pm, where his blood glucose was measured at 568 mg/dl, and he received an unspecified injection as ¿emergency treatment¿ (caller did not know the name of the medication). The doctor also increased the patient¿s insulin dosage from 8 units to 10 units of insulin, and ordered strict control of the patient¿s glucose through daily monitoring. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the meter passed all tests prior to release. The DHR for the freestyle strips has been reviewed and the DHR showed the freestyle strips passed all tests prior to release. As the strip lot associated with the case was past its expiry date of march 30, 2018 at the time of investigation, retain testing was not performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
On (B)(6) 2016 a customer reported that his adc blood glucose meter turned on with the button but not with a test strip. On (B)(6) 2016 a caller (customer¿s daughter) reported that her father had not received the replacement meter and was unable to monitor his blood sugar. The caller reported that on (B)(6) 2016 her father ¿felt bad, with a headache, trembling, tense and he remained unconscious for a few seconds.¿ the customer was taken to a doctor at 9 pm, where his blood glucose was measured at 568 mg/dl, and he received an unspecified injection as ¿emergency treatment¿ (caller did not know the name of the medication). The doctor also increased the patient¿s insulin dosage from 8 units to 10 units of insulin, and ordered strict control of the patient¿s glucose through daily monitoring. There was no report of death or permanent injury associated with this event.